Event description:
In 2009, a report was received from a dentist that during a dental procedure, the dentist injected diapex into the pt's apex, and filled the "bone canal spaces and inferior alveolar nerve space." A panorex, dated 2008, shows the presence of the material. The dentist states that the pt was referred to an oral surgeon, and that the pt "went through a resection of the bone around the apex of the tooth and the lateral bone had to be removed to expose the nerve. The nerve had to be teased out to gain access to the paste." A medical update from the oral/maxillofacial surgeon, confirmed the pt "underwent nerve lateralization and removal of a foreign substance under IV sedation five days later".

Manufacturer narrative:
This device is exclusively distributed and this is the first adverse occurence that has been reported to the MFR. We are unable to verify the procedural technique used by the healthcare practitioner; however, review of the directions for use, discuss the gradual application/withdrawal technique to be used, and the syringe contains visual markings to determine the amount dispensed during its application.